Manufacturer narrative:
A ge service representative performed an on site investigation. The power motor relay board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system was shutting down without command in the middle of exams. There is no report of patient injury.